Event description:
User received a positive test at the doctor's office and decided to purchase these tests to check progress of infection. All tests taken after doctors office were negative. User decided to use a different brand which showed positive results.

Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.